Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens has been returned to b+l and is currently undergoing evaluated. Results will be communicated to FDA in a supplemental report.

Event description:
The physician reports performing cataract surgery with implantation of the li61aor intraocular lens. During the procedure the surgeon was unable to properly position the lens. Intervention was performed in order to enlarge the incision, remove and replace the iol and suture the wound. A second li61aor lens was implanted successfully.